Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd luer-lok¿ disposable syringe had discoloration in the barrel. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: two 1ml ll syringes in opened packages were received, confirmed to be from batch: #7002637 (p/n: 309628). The samples were visually evaluated. Both syringes were observed to have light brown embedded foreign matter at the barrel collar and flange areas larger than level 3 in size. Both syringes barrels were from mold c-08 cavity #21. The foreign matter observed on both syringes is rejectable per product specification. Potential root cause for the foreign matter defect is associated with the molding process. This is the 1st related complaint for discoloration/variation in color/cloudy on the provided lot number: 7002637. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a bd luer-lok¿ disposable syringe had discoloration in the barrel. There was no report of exposure, serious injury or medical intervention.